Event description:
Reportedly during an attempt at monitoring a pt in the paddles monitoring mode, the device allegedly displayed the pt's ECG as a flatline. There were no adverse effects to the pt reported as a result of the alleged malfunction.